Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly, keypad anomaly and rewind anomaly. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump alarmed compromised force sensor system. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. No missing segment/partial display anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected a33 alarm or rewind anomaly noted during testing.